Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination, however, photographs of the subject complaint sample were provided for review, confirming the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Fracture of two moderately cross-linked polyethylene tibial inserts in a tkr patient" was reviewed for MDR reportability. The purpose of the study was to describe an unusual case in which a patient had a fracture of the moderately cross-linked polyethylene tibial insert of their total knee replacement, at the same posteromedial articular surface location, across two different surgeries in the same joint, within a short period of implantation. A (B)(6) year old female was implanted with sigma cr knee in october of 2010. The patient was 156 cm tall and weighed 90.5 kg. In december of 2011 the patient began to experience pain, clunking, sensations of instability, and swelling. The patient underwent a revision in february of 2012. At revision the insert was found to be completely worn through which caused scratching on the medial aspect of the femoral component. The insert was fractured on the posterior aspect of the medial side. The femoral and tibial components were noted to be well fixed. Only the tibial insert was exchanged. In september of 2012 the patient began to experience instability. She underwent a second revision in january of 2013 and the insert was found to have fractured again at the posterior medial aspect. Wear was noted, but not as much as the first insert. The femoral and tibial components were well fixed and not malpositioned. All implants were revised, and competitor was placed. After review of the explants the first insert was noted to have some metal debris on the medial side. The tibial tray was noted to have some wear at the posterior edge of the locking mechanism on the medial side, where the femoral component likely articulated after the fracture. The second insert was noted to have a yellow hue on the backside. He first insert is to the capture the first revision and the second insert is to capture the second revision.